Event description:
It was reported that the device would not fire during a bilateral pelvic lymphadectomy/radical cysto procedure. They opened another to continue the case. There was no consequence to the patient.

Manufacturer narrative:
Damaged firing teeth and damaged yoke. Eval summary: the analysis results found that the device was returned with the closing and firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components; the firing trigger, the yoke teeth and the left side firing trigger post were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at. A batch record review was performed and no anomalies were found during the manufacturing process.